Event description:
Per the clinic, the patient experienced a superficial skin infection at the implant site. The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.